Event description:
Product analysis was completed on the lead. A break was identified in the positive coil and a broken strand was noted in the negative coil. Scanning electron microscopy images of the positive coil ends show that pitting or electro-etching conditions have occurred at one of the broken ends of the coil. Inspection of what is believed to be the positive coil mating end shows that a stress-induced fracture has occurred in at least one of the strands of the broken coil. Also, the early stage of a secondary fracture was identified on one strand of the positive quadfilar coil in the vicinity of the broken end. Inspection of the broken strand identified in the negative quadfilar coil shows appearance suggesting that a break has occurred. However, due to surface contamination and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. There were abraded openings found through both the inner and outer tubing. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portion.

Event description:
It was initially reported that the patient was having a generator replacement due to end of service. While at surgery diagnostics were run and showed that there was high impedance present (dcdc code 7, output status - limit, impedance - high) so a full revision was performed. The generator and lead have been returned to the manufacturer for evaluation. Product analysis is complete on the generator and is in process for the lead. The reported end of service allegation was not duplicated in the pa laboratory. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator at two orientations could not be interrogated. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.